Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that partial inflation, shaft damage, and removal difficulty occurred. The patient presented with chronic total occlusion (cto) and underwent percutaneous coronary intervention (pci). The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified mid to distal right coronary artery (rca). Femoral approach was performed to obtain vascular access. After inserting a 8f introducer sheath, a guidewire was crossed into the lesion. Following pre-dilatation with a 2.5mm balloon catheter, a 2.50 x 48mm synergy xd drug-eluting stent was advanced with considerable crossing difficulty. Inflation was attempted several times but failed as the stent tip part and the posterior end part had slightly inflated. The physician decided to remove the device as it seemed that the shaft had ruptured and contrast media was observed in the guide catheter. The device was pushed and pulled repeatedly while the guide catheter was being manipulated but could not be removed completely as the stent was partially inflated. A 8f guidezilla guide extension catheter was used to remove the device successfully. Furthermore, it was suspected that the stent was damaged and it seemed that the guidewire got entangled in the guide catheter and protruded into the lumen which may have caused the shaft damage. The procedure was completed with another of same device. No patient complications nor injuries were reported.

Event description:
It was reported that partial inflation, shaft damage, and removal difficulty occurred. The patient presented with chronic total occlusion (cto) and underwent percutaneous coronary intervention (pci). The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified mid to distal right coronary artery (rca). Femoral approach was performed to obtain vascular access. After inserting a 8f introducer sheath, a guidewire was crossed into the lesion. Following pre-dilatation with a 2.5mm balloon catheter, a 2.50 x 48mm synergy xd drug-eluting stent was advanced with considerable crossing difficulty. Inflation was attempted several times but failed as the stent tip part and the posterior end part had slightly inflated. The physician decided to remove the device as it seemed that the shaft had ruptured and contrast media was observed in the guide catheter. The device was pushed and pulled repeatedly while the guide catheter was being manipulated but could not be removed completely as the stent was partially inflated. A 8f guidezilla guide extension catheter was used to remove the device successfully. Furthermore, it was suspected that the stent was damaged and it seemed that the guidewire got entangled in the guide catheter and protruded into the lumen which may have caused the shaft damage. The procedure was completed with another of same device. No patient complications nor injuries were reported.

Manufacturer narrative:
(B5) describe event or problem was corrected. (H6) device codes: "adverse event without identified device or use problem" was removed. (H6) evaluation result codes: duplicates for "operational problem identified" and "fracture problem" were removed. E1- initial reporter city: (B)(6). Device evaluated by MFR: a synergy xd mr ous 2.50 x 48mm stent delivery system was returned for analysis. The stent was examined and stent damage was noted on distal region with struts lifted and pulled distally over the tip and proximally with struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within the specification. The balloon cones were reviewed, and there were no signs of positive pressure applied to them. The balloon folds were tightly folded. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found the shaft to be broken approximately 145 cm proximal to tip and without manifold and multiple kinks. A visual and tactile examination of the outer and mid-shaft section found a shaft extrusion and corewire kink at guidewire port. Encore device verified before and after use using the druck gauge to 16 atmospheres. Device attempted to be inflated using an inflation aid connected to the broken hypotube shaft but pressure could not be maintained in the inflation device due to leak at the exchange port. No other issues noted with device.

Manufacturer narrative:
E1- initial reporter city: (B)(6)device evaluated by manufacturer: the stent was examined and stent damage was noted on distal region with struts lifted and pulled distally over the tip and proximally with struts lifted and pulled distally. The undamaged stent od (outer diamterer) was measured is within the specification. The balloon cones were reviewed, and there were no signs of positive pressure applied to them. The balloon folds were tightly folded. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found the shaft to be broken approx. 145 cm proximal to tip and without manifold and multiple kinks. A visual and tactile examination of the outer and mid-shaft section found a shaft extrusion and corewire kink at guidewire port. Encore device verified before and after use using the druck gauge to 16 atm as per IFU. Device attempted to be inflated using an inflation aid connected to the broken hypotube shaft but pressure could not be maintained in the inflation device due to leak at the exchange port.

Event description:
It was reported that the balloon failed to inflate: the 100% stenosed target was located in the moderately tortuous and mildly middle right coronary artery to distal right coronary artery. A 2.50 x 48mm synergy xd stent balloon catheter was advanced for dilation. After dilation using a 2.5mm balloon, this device was used and it was considerably difficult to cross, but was managed to reached the lesion. However, when they tried to inflate the balloon the stent tip was damaged and the posterior end part was slightly inflated, the inflation failed. They tried to inflate again for several times but there were no changed, because the shaft break. They tried to removed the balloon catheter but they have difficulty removing the balloon because the device was partially inflated. They tried to investigate using a microscope and found out that the wire got entangled in the guidewire, while removing the guidewire the lumen protruded. The device was removed with the help of guidezilla 8f and the procedure was completed with another of same device. There were no patient complications nor injuries reported and patient condition.